Event description:
At the end of the procedure, anesthesia was protecting the airway while drapes were being removed. Somehow, the safety rotation lock switch at the head of the bed was hit which immediately caused the bed to rotate to the left with the patient's weight. It was quickly noticed to be unlocked by the surgeon, scrub, and myself. The blue light on the switch was off and we instantly went to press it which locked the rotation but leaving the bed in the same position. Our scrub tech got on the left side of the bed and helped to support the bed and patient. Surgeon and resident helped hold the patient. This button is unprotected on the head portion of the surgical table and can be activated easily when leaning over to manage patient's airway. Even though it requires the rotation of the lock lever to create the 180-degree rotation, deactivation of the rotation safety lock makes the bed tilt slightly. This is exacerbated when the patient's weigh shifts with the tilt that could contribute to a patient fall from the surgical table.